Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an impending rupture of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The final angiogram showed no endoleak, and the procedure concluded without any reported issues. The preoperative aneurysm diameter measured 60mm. On unknown date (est. (B)(6) 2011), postoperative CT showed a type ii endoleak from a lumbar artery. The physician determined to take wait and see approach. On unknown date in (B)(6) 2013, the aneurysm diameter measured 63mm. On unknown date in (B)(6) 2014, follow-up CT showed an aneurysm enlargement to 66mm. On unknown date in (B)(6) 2014, embolization of the lumbar artery was performed to treat the type ii endoleak. However, the re-intervention was aborted since the catheter could not reach the artery. The aneurysm diameter measured 66mm. On (B)(6) 2014, open abdominal repair was performed whereby excluder devices were explanted, and the abdominal aorta was repaired with a surgical graft. During the open repair, retrograde flows from two lumbar arteries were confirmed. The patient tolerated the procedure.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.